Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, an error 25521 occurred. All the universal surgical manipulator (usm) leds were red. The customer power cycled the system, but the issue persisted. The intuitive surgical, inc. (Isi) technical service engineer (tse) guided the customer to hard power cycle the system, but the issue remained. An error 23027 also appeared on the screen. The error pointed to the right master tool manipulator (mtm) and remove arm controller (rac). The procedure was converted to a laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no increase to port size and no additional ports placed. The patient tolerated the conversion and there was no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the right master tool manipulator (mtm). System was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the mtm and to perform failure analysis (fa). Fa was able to reproduce the issue during sine cycle. The complaint was confirmed based on failure analysis.